Event description:
The device was returned due to normal battery depletion inducators, and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.